Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgment occurred. The patient had recently undergone bypass surgery due 80% left main lesion. Patient had a graft to an internal mammary(im) to left anterior descending (lad) and saphenous vein graft (svg) to the obtuse marginal(om). Patient also had an aaa which was to be repaired with graft to lower aorta due to iliac bifurcation. Patient had ECG changes in the office post CABG and was sent to the cath lab for a diagnostic catheterization. The 80%-95% stenosed target lesion was located in the mid right coronary artery (rca). They were having difficulty keeping the guide catheter in place despite multiple catheters being used. The catheter was getting pulled back and disengaged. Upon removal of the catheter the stent was not on the balloon or the wire. It was noted that it was most likely in the catheter, so they exchanged the system and completed the procedure with a 5fr convey guide catheter. It was further reported that due to repeat angiography, the physician was certain that the stent was not in the body. The procedure was completed with deployment of a 3.50x20mm veriflex stent and an additional unknown 3.5x8mm stent was overlapped due to a question of a focal dissection. The lesion was post-dilated with a 4.5x12mm nc quantum apex balloon. No patient complications were reported and the patient was discharged from the cath lab stable and discharged home the next day doing very well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).